Manufacturer narrative:
Evaluation results : death, infected tube graft.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 1 month ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt had a tube graft placed two weeks prior to the implantation of the talent thoracic stent graft system in order to bypass the superior mesenteric artery and the celiac artery. There were no issues during the implant of the talent stent graft. However, the pt became septic and expired 2 days post-implantation of the talent stent graft. Cultures were performed, and confirmed that the infection was related to the tube graft rather than to the talent stent graft.